Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of vent according to initial reporter: "component separation. Difficult to assess with provided imaging." "(B)(6) 2019: reoperative open exposure of right common femoral conduit stump and construction of temporary right femoral conduit. 2. Percutaneous ultrasound-guided retrograde access of distal left brachial artery. 3. Stenting of superior mesenteric artery open fenestration for repair of endoleak. 4. Thoracic endovascular repair of descending thoracic aortic endograft extending into the prior fenestrated thoracoabdominal endograft. 5. Open conversion with retrograde right external iliac to superior mesenteric artery bypass with ptfe." Patient outcome: patient tolerated the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: cook was notified of this event through an excel spreadsheet supplied by cleveland clinic. A patient underwent a evar (endovascular repair) on (B)(6) 2016, where a zta-p-38-117-w (complaint device) was implanted proximally, and a fen-thoraco-abdominal-graft (cmd) was implanted distally. A CT scanning dated (B)(6) 2016 revealed one stent overlap between complaint device and cmd device with overlap distance on 46,7mm. A CT scanning dated (B)(6) 2017 revealed 0,5 stent overlap with overlap distance on 35,3 mm. A component separation between complaint device and cmd was revealed on the (B)(6) 2019 with overlap distance on 0 mm. The patient underwent: 1. Reoperative open exposure of right common femoral conduit stump and construction of temporary right femoral conduit. 2. Percutaneous ultrasound-guided retrograde access of distal left brachial artery. 3. Stenting of superior mesenteric artery open fenestration for repair of endoleak. 4. Thoracic endovascular repair of descending thoracic aortic endograft extending into the prior fenestrated thoracoabdominal endograft. 5. Open conversion with retrograde right external iliac to superior mesenteric artery bypass with ptfe. Ctas and angiography from (B)(6) 2015 and to (B)(6) 2019 including pre-procedure, post-procedure and follow-up imaging were provided and reviewed for the investigation: on the pre-operative CT dated (B)(6) 2015 max. Thoracic aorta aneurysm diameter measured 43,8mm; max. Abdominal aorta aneurysm diameter measured 58,5 mm. On the post-operative CT dated (B)(6) 2016 overlap in bias measured 0/14,5mm (on bias) between zta and cmd and aortic angle of overlap on 80,7 degrees were revealed. Max. Thoracic aorta aneurysm diameter measured 60,3 mm; max. Abdominal aorta aneurysm diameter measured 65,5 mm. On the follow-up CT dated (B)(6) 2016 partial loss of overlap measured 0/15,2 mm - type 3 endolaek was observed. Max. Thoracic aorta aneurysm diameter measured 66,8 mm; max. Abdominal aorta aneurysm diameter measured 70,1 mm. On the follow-up CT dated (B)(6) 2017 partial loss of overlap measured 0/19,4mm (on bias) and aortic angle of overlap on 89,9 degrees were revealed. Max. Thoracic aorta aneurysm diameter measured 65,2 mm; max. Abdominal aorta aneurysm diameter measured 65,7mm. On the follow-up CT dated (B)(6) 2019 complete loss of overlap was revealed (type 3 endoleak) and loss of celiac and sma bridging stent overlaps, occluded celiac and sma stent are separated of the celiac and sma stent from the cmd were revealed. Max. Thoracic aorta aneurysm diameter measured 71,5 mm; max. Abdominal aorta aneurysm diameter measured 73,9mm. Max. Localized aortic angulation in area of zta was measured to 134 degrees. Input from cook global planning services provided that the evar components were planned by the customer physician. According to the cmd drawing (refer to attached files) the proximal end of the cmd is about 50 mm to the centerline of the first fenestration, this only allow a 2 stents overlap between the zta and cmd. The IFU states that the minimum required amount of overlap between devices is 3 stents (~75 mm). Per the clinical assessment ¿the choice and planning of the cmd and alpha devices may have been sub-optimal in terms of the area where they would overlap. This was at the site of a sever 90 degrees angulation of the aorta, but it also had a marked kink of the inner curve of the tortuosity. It may have been better, in hindsight, to have planned for the overlap to occur above this area. The coeliac fenestration needed to be quite high, so planning an overlap below the kinked area was probably not feasible. The fact that the separation occurred quite early, despite an interference fit between the grafts of a 4mm diameter difference would suggest that the forces leading to the separation were quite significant, and possibly related to the deformity caused by the aortic angulation and kink¿. IFU states, key anatomic elements that may affect successful exclusion of the thoracic lesion include severe angulation > 45 degrees. IFU also states, a two-component repair (proximal and distal component) is recommended, as it provides the ability to adapt to the length change over time. A two-component repair (proximal and distal component) also provides active fixation at both the proximal and distal seal sites. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and clinical assessment it is difficult to determine a single cause of the separation. It is possible that one or more of the following factors as cmd design, short initial overlap at the junction between the two components and severe angulation at the overlap region may have contributed to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Occupation: healthcare professional, but title is unknown. PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of vent according to initial reporter: component separation. Difficult to assess with provided imaging. (B)(6) 2019: reoperative open exposure of right common femoral conduit stump and construction of temporary right femoral conduit. Percutaneous ultrasound-guided retrograde access of distal left brachial artery. Stenting of superior mesenteric artery open fenestration for repair of endoleak. Thoracic endovascular repair of descending thoracic aortic endograft extending into the prior fenestrated thoracoabdominal endograft. Open conversion with retrograde right external iliac to superior mesenteric artery bypass with ptfe." Patient outcome: patient tolerated the procedure.